Event description:
Doctor reports she harvested tissue from palate and covered the site with helitape. The bleeding was controlled at first and looked great. Patient came back every single day the following week. The site would not heal and got severly infected. On (B)(6) 2013 doctor reports she had harvested connective tissue as a graft for root coverage ((B)(6) 2013) and the area where graft tissue was taken became infected ((B)(6) 2013), not severly infected. She treated the patient with antibiotics and debridement of the infected area and wound healed by (B)(6) 2012.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.